Event description:
The home pt (hp) reported feeling full, as if overfilled, while using the homechoice cycler for apd therapy. The hp had encountered a "low drain volume" alarm during the initial drain, which hp had bypassed. The hp then received their fill 1, after which hp felt overfilled. The hp contacted baxter operational support and placed the device into a manual drain, removing 4275 ml of fluid. The hp then bypassed into the next cycle of apd therapy. Follow up with the hp's healthcare professional reveals there was no pt injury or medical intervention as a result of this incident.